Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's boyfriend came home and found the patient passed out on the living room floor. He cannot recall the cgm reading at the time. He called 911 and once the paramedics arrived, the patient was revived with an IV drip of glucose and fluids. When the paramedics checked her fingerstick bg it was 2.0 mmol/l, and the cgm was reading 6.0 mmol/l. The paramedics advised her to remove the sensor and stayed until she was stable. She was not transported to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.